Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of post-paced t-wave oversensing. No intervention has been performed at this time and the patient was stable with no adverse consequences reported.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event.